Event description:
It was reported that the device was hurting the patient. The patient stated that the unit wakes him up when sleeping. The patient stated that the pain started 3 days after he got the device. The patient was told by the sales representative not to use the unit for 2 days. The patient was using the device 10 hours a day. The patient stated that the pain is in the bone. The patient did not speak to the doctor. The patient has not increased his daily activity. The patient stated that the pain level is a 10 out of 10. The patient stated that it took about 24 hours for the pain to go away after he stopped using the device. The patient was told to wait until his pain was completely gone and then he could start doing the time test. The patient will call back with an update. Later, it was reported that the patient is still having pain and discomfort from the device. The sales representative stated that the doctor would like the patient to treat with the bone stimulator for 2 months. The sales representative suggested the patient try the orthopak as he is saying he can't use the bhs.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the device was hurting the patient. The patient stated that the unit wakes him up when sleeping. The patient stated that the pain started 3 days after he got the device. The patient was told by the sales representative not to use the unit for 2 days. The patient was using the device 10 hours a day. The patient stated that the pain is in the bone. The patient did not speak to the doctor. The patient has not increased his daily activity. The patient stated that the pain level is a 10 out of 10. The patient stated that it took about 24 hours for the pain to go away after he stopped using the device. The patient was told to wait until his pain was completely gone and then he could start doing the time test. The patient will call back with an update. Later, it was reported that the patient is still having pain and discomfort from the device. The sales representative stated that the doctor would like the patient to treat with the bone stimulator for 2 months. The sales representative suggested the patient try the orthopak as he is saying he can't use the bhs.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.